Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found several battery alarms. The drive support cap appears normal. Assisted the caller to run a manual prime and the insulin did exit. During the call, the customer mentioned having high blood glucose on the 500s mg/dl, and she passed out. Then the paramedics were called and treated her blood glucose with a glucagon shot. No further information was provided.